Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump screen became frozen on the "preparing to fill" notification and the customer was unable to clear the notification. During troubleshooting with tandem technical support, the notification was able to be cleared. In addition, during troubleshooting the customer received multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. The customers blood glucose (bg) was impacted (600 mg/dl) the customer took a manual injection to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
(B)(4).